Event description:
Intermittent red x and chirp with intermittent failure to power up.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.